Event description:
This complaint is reportable based on analysis completed on (B)(4) 2012. It was reported after inserting the sheath into the pt and positioning it, the physician was unable to lock the hub. Another device was obtained to complete the procedure. Device analysis revealed the nut on the introducer was fractured. Add'l info was requested and is not available.

Manufacturer narrative:
(B)(4). One 5f fast-cath introducer was returned for eval. Visual inspection revealed the nut was fractured on the cath-lock cap. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A supplier corrective action was submitted to the vendor. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance.